Manufacturer narrative:
Clarification e.1.: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Patient experienced an inflammatory nodule. Treatment and status of event is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00814 (abbvie complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine .